Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system stored a ventricular episode containing ventricular tachycardia tha was falling out of the vt zone. Multiple successful bursts of anti-tachycardia pacing (atp) were delivered, and it was unclear why a subsequent 41j was delivered. The patient experienced unspecified symptoms intermittently. Upon review, the delivered shock was indicative of the device operating as programmed, but the shock was clinically undesired. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.